Event description:
The patient reported he had experienced pain at his ipg site a short while after charging. The patient stated everything looked normal at the site; however, he was still experiencing the pain. The patient was instructed to contact his physician. Follow-up identified the patient did not remember calling in the complaint; however, the patient stated he received a new charger and everything was working fine.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.